Event description:
Drop arm commode toilet seat pops off when performing slide board transfers. This is very unsafe due to danger of slide board falling off device thus being a high risk for pt falls and/or injury.